Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited an increase in threshold measurements with loss of capture which was thought to be due to exit block. It was also noted that the pacing impedance measurement had increased to 1979 ohms and the shock impedance had increased to 91 ohms. Boston scientific technical services (ts) was consulted and discussed the possibility of calcification on the lead. It was also noted that the patient has had syncopal episodes due to true ventricular fibrillation (vf) where the device has appropriately detected and treated the arrhythmia. A revision procedure was performed where the lead was reviewed under fluoroscopy with no significant findings. The pace sense portion of the rv lead was surgically abandoned and replaced. The high voltage portion of the lead remains in service. No additional adverse patient effects were reported.